Event description:
It was reported that this pacemaker battery longevity appeared to be depleting, quicker than expected. Data analysis confirmed that the power consumption of this device has been increasing for over a year and the power consumption is expected to continue to increase. This pacemaker was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This product has been returned and analysis was completed.